Event description:
The surgeon attempted to distract using a competitor's lamina spreader near the base of the spinous process. The spinous process then broke. There are no indications that a lanx device caused or contributed to the event. This MDR is being submitted as a result of a retrospective complaint review conducted by biomet spine. This retrospective review was completed in response to an FDA form 483 issued to biomet spine during an FDA on-site inspection.